Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the device was unused. When the device was being reviewed by the manufacturer, it was noted that the pivot screw was missing.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone number: (B)(6). Device history record review was performed for part# 03.616.048 lot# h036902: release to warehouse date: 13-jul-2016, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a functional issue of a tip of a rod holder. The rod cannot be attached as usual. The issue occurred preoperatively, therefore no patient involvement. Concomitant device reported as: unknown rod (part: unknown, lot: unknown, quantity: 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation has been completed. The instrument was inspected in customer quality where it was noticed the pivot pin in the handle is missing from the device which may impact functionality of the device. Replication of the complaint condition is not applicable as the pin is already missing. The instrument was sent to the supplier for investigation. Supplier investigation concluded that all (B)(4) parts functioned properly. The one (1) returned part was also checked with the required functional gages instructed upon the print, and the one (1) returned part functioned properly and conformed to the print requirements and print instruction. In addition, the lot of (B)(4) instruments later passed functional testing at depuy synthes before being released to the field, which further demonstrates these instruments were functionally conformant when received. It is therefore our conclusion that the instruments met agreed upon criteria at the time of delivery to depuy synthes. No manufacturing related issue was identified and/or confirmed. A root cause could not be determined as the circumstances surrounding the complaint are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.